Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 45 mg/dl, and the meter bg reading was 105 mg/dl. No additional patient or event information was available. Reportedly, the customer waited an additional 15 minutes and then entered another calibration bg value. This seemed to result in a more accurate reading. Customer was informed to call back if the issue was not resolved or persisted.